Manufacturer narrative:
The device was evaluated by olympus. The evaluation found all of the led's on the front panel continuously blinking due to dust inside the sensor. After cleaning the dust, the problem was resolved. Additional evaluation findings are as follows: 1.) Error "e300" due to dust inside the sensor; 2.) High intensity mode not functioning due to faulty hinge unit; 3.) Dent noted on tank socket; 4.) Narrow band imaging not functioning. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model clv-190, evis exera iii xenon light source to olympus for repair due to a report that the narrow band imaging function was not working. Upon inspection and testing of the returned device, it was determined the front panel lighting failed. This report is submitted due to the front panel lighting failure. As the problem was found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, all leds of the front panel was continuously blinking due to dust inside the sensor; after cleaning the dust, the device was working fine. Olympus will continue to monitor field performance for this device.